Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported by the vad coordinator that on (B)(6) 2014, during an interrogation of the pump, it was noted in the event history that two low speed alarms occurred and the pump speed had decreased from 8600 rpm to as low as 4370 rpm. The vad coordinator felt the reductions in speed might be due to the patient sleeping on his driveline and kinking it. The patient was monitored and no further issues were reported. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of low speed events was confirmed based on the submitted system controller log file; however, a specific cause could not be determined. The patient remained ongoing with the pump and no further low speed events were reported at the time. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the x-rays taken at the time of the event ((B)(6) 2014) did not show any driveline compromise.